Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer?: visual inspection of the returned product found the lens was rotated and rod passed below the iol. Iol remained inside the nozzle. Volume of used viscoelastic material appeared to be enough. Conclusion code(s): based on the complaint history and the product evaluation, it is not possible to determine the root cause. It is still possible that the incident was caused by user error but also it is possible that it happened though the user exactly followed the instructions. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to insert a ks-ni2 aq310ain 20.0 diopter preloaded injector. When handling the screw plunger and the rod, the rod passed above the iol and the lens became stuck inside the injector. There was no patient injury and the surgery was cancelled.